Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device showed the device recorded eri (elective replacement indicator) on (B) (6) 2010 approximately 26 months after implant. Preliminary look at longevity showed normal depletion.

Event description:
Premature battery depletion was reported. It was also reported the patient had received 40 shocks. No patient complications were reported as a result of this event.